Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device was unable to assemble, made unexpected noise and unintended activation/motion. It was further determined that the device failed pretests for cannulation, unintended motion and function of all possible modes with power module and lid. It was noted in the service order that the device was too noisy while operating. This event occurred during surgery. There was patient involvement. There was a four to five minute delay to the surgical procedure. A spare device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.